Manufacturer narrative:
A beckman coulter customer technical (cts) specialist assisted the customer over the phone. The cts reviewed calibration data and observed the calibration slopes and quality control (qc) results were low for sodium, potassium, and chloride. The cts advised customer to perform enhance cleaning which did not resolve the issue. Cts was unable to resolve the issue over the phone. Service was requested. A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse determined the cause of failure was due to the ise (ion selective electrode) tubing. The fse replaced the ise tubing and cleaned the sample pot to resolve the issue. No further issue noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for sodium and low anion gap issue involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.